Event description:
It was reported that during a da vinci assisted surgical procedure, universal surgical manipulator (usm) 3 was drifting and felt heavy during use. The caller stated that when the arm was clutched, it drifted toward gravity. Guided tool change functionality continued to work, but the surgeon reported the arm felt heavy. Prior to contacting technical support, the instrument and sterile adapter had been reseated, however the issue persisted. Technical support reviewed the logs, and no arm 3 related errors were identified. The customer proceeded with the case. It was later reported that arm 3 was drifting before an instrument was attached and no fault or error messages were encountered. The caller described the arm as behaving differently compared to the other arms and stated that the drifting stopped once an instrument was attached. An additional concern was later reported that the leds in usm 3 were pushed in (additional record will be created). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue was called in by multiple people.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.